Event description:
The following information was received from global pharmacovigilance and is a spontaneous report from a consumer in (B)(6) of fluid overload and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced fluid overload. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. On contact, the nurse declined to provide any information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed for h11j17035 h11j24049 h11k28030 h12b23046 and h12c06056 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.